Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that patient alerts sounded for the right ventricular (rv) lead having high impedance and increased short interval counts (sic). The rv lead was reprogrammed until the lead revision. During the procedure, electrical testing of the lead showed normal values and manipulation of the proximal connector section of the lead did not induce changes in impedance, so there was concern there may be a device header issue due to the lack of inducible changes while manipulating the rv lead. The rv lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 6947 implantable tachy lead: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.